Event description:
A malfunction occurred on a customer's pump after it fell out of a pocket and dropped. The customer¿s blood glucose (bg) level was 416 mg/dl. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.